Manufacturer narrative:
(B)(4). The lot was manufactured from august 7, 2014 -august 8, 2014. The device was received for evaluation in its original, unopened packaging. Visual inspection noted that the yellow coil cap had separated from the housing, which was malformed at its upper area. The reported condition was verified. The cause of the separation was determined to be the malformed housing; however, the cause of the malformed housing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume folfusor was detached in its packaging. The housing of the device was reportedly not deformed. This was identified before patient use. There was no patient involvement. No additional information is available.